Manufacturer narrative:
Evaluation summary: the returned ventilator was visually inspected upon receipt and no anomalies were observed. Oxygen outputs were measured and the fio2 flows were found to be within the specification range. The reported o2 sensor malfunction was not duplicated. The o2 sensor was replaced as a precaution. The ventilator was updated with the latest software, calibrated and returned to the customer.

Event description:
The user reported that the o2 sensor alarm occurred but the ventilator did not stop working. The ventilator kept alarming indicating an o2 sensor malfunction. The o2 sensor was replaced. The patient was ambu bagged while he was transferred to a second ventilator. No permanent patient injury was reported.